Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, periodontal disease, complication in site preparation (bone density very strong), overheating of bone, peri-implantitis, pain, inflammation, mobility.